Event description:
A customer contacted beckman coulter inc. (Bci) in regards to tpm syringe leak. The customer wore personal protective equipment to clean the area. No injury was reported.

Manufacturer narrative:
A bci field service engineer replaced the leaking reagent tricontinet syringe.